Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the screw that holds the front shock has collapsed and the user fell down on her face.

Manufacturer narrative:
The device was returned and evaluated. Visual inspection revealed the front shock hardware was not broken and the suspension was not collapsed on the returned device.

Event description:
Alleges the screw that holds the front shock has collapsed and the user fell down on her face.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the screw that holds the front shock has collapsed and the user fell down on her face.